Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with the pump not functioning and difficulty inflating the device. Surgery was performed, during which the physician explanted and replaced the pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt at the quality assurance laboratory, the returned component underwent a comprehensive evaluation. Microscope inspection revealed ms pump kink resistant tubing (krt) were worn to the filament, not passing the inspection. Leakage testing for ms pump pass the evaluation. Functional testing for the ms pump revealed that the ms pump failed activation tests 2 and 3, failed in valve activate state test and in valve de-active state test. Based on the information available and analysis results, the allegations of inflation issue and the mechanical issue were most likely determined to be the ms pump failure of activation tests 2 and 3, valve activate state test, and valve de-active state test from the functional test performed. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with the pump not functioning and difficulty inflating the device. Surgery was performed, during which the physician explanted and replaced the pump. No patient complications were reported.

Manufacturer narrative:
The device has been returned, and analysis is currently in progress. A supplemental report will be submitted upon completion of the device analysis.